Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter: getinge employee. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of our surgical lights - powerled 700. As it was stated, during walk-through inspection, two dust covers and one rear cover were found to be missing. There was no injury reported and the circumstances of the issue are unknown. However, considering the worst case scenario the missing parts could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination. Defective parts pwd700 - transparent plate (ard368305555), spring arm ac2000 df dust cover (hm56053311), spring arm 567501286 rear (ard367501900) were replaced and device back to usage. It was established that when the event occurred, the surgical light did not meet its specification due to covers were missing, which contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing covers from a spring arm is moderate. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1a initial reporter: (B)(6). E1b event site name: (B)(6).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights - powerled 700. As it was stated, during walk-through inspection, two dust covers and one rear cover were found to be missing. There was no injury reported and the circumstances of the issue are unknown. However considering the worse case scenario the missing parts could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination.